Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd¿ sharps coll 1.5qt red there were missing lids. This event occurred 3 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the three lids were found to be missing in relation to the number of red bases."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. Additional attempt to get more information were made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported like missing base during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing base issue for the same part number throughout the last twelve months.

Event description:
It was reported when using the bd¿ sharps coll 1.5qt red there were missing lids. This event occurred 3 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the three lids were found to be missing in relation to the number of red bases."